Event description:
Needle safety device failed to fully seat (close) exposing the tip of the needle outside of the protective cover after being activated. Exposed portion of the needle resulted in a needle stick to patient care provider. This brand of needle has been identified in house by other clinical staff to also be a concern but was not verbalized until the needle stick occurred. Routine blood work drawn as part of occupational health post exposure screening.